Event description:
Caller reported that pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level as the caller declined to provide that information. Customer was advised by technical support to attempt charging the pump using different wall outlets and adapters, but these attempts were unsuccessful. Technical support decided to replace the pump, confirmed that it was under warranty, and provided instructions for its return. Customer understood the instructions, acknowledged how to put the pump into storage mode, and would continue using current backup therapy to ensure insulin delivery.